Event description:
In 2003, a gore excluder bifurcated endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm that measured 5.9 centimeters. It was reported that every year the pt's aneurysmal sac increased in size without any indication of an endoleak. In 2008, a computed tomography scan revealed that the pt's aneurysmal sac measured 7.8 centimeters. In addition, the pt's aneurysmal sac had ruptured. It was reported that the rupture was contained. According to the physician, the pt has a new onset of dementia and the pt's family has requested that no further actions be taken. Further investigation is pending.